Manufacturer narrative:
It was reported that the towels were leaving "blue fuzz" everywhere and in the surgical site. It was reported that "irrigated with copious amounts of normal saline in an attempt to remove all of the fuzz". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Towels "shedding".